Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # unk. Additional information was requested and the following was obtained: the situation is that the clips come out and one of the clisp remains halfway without releasing from the device, this causes damage to the tissue but is not stapled, in the clip that I send you can see how the clip is stuck in the device. The fist two products that failed, that was the sstapler does not come out from the product. Both were opened and used in the same patient, the third one was opened from me, the day a picked up the product failed into the surgery, because I wanted to know and reviewed another product from this lot. And it gave me failed too. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, clips didn't come out of device. Caused tissue damage. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2023. Upon review it was discovered that the wrong investigation summary was sent previously. Below is the correct investigation summary. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcm20 device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿would not hold" and ¿hemostasis controllable" and ¿clip cutting". The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device was returned empty. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. .

Manufacturer narrative:
(B)(4). Date sent: 12/06/2022. D4: batch # x95915. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 19 clips as intended. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.